Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018. Summary: two needles/suture piece samples were returned for evaluation. During the visual inspection, body fluids and several marks appears to be by use of a surgical instrument could be observed. The ends sutures were observed cut. Functional evaluation was performed and tensile strength force was above the requirements.the assignable cause is an improper handling. When handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Representative samples were also received. Visual or functional evaluation performed and there are no defects and no deviations from the requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent unknown procedure on unknown date and suture was used. The suture broke during use. There were no adverse patient consequences reported.